Event description:
A 5f mynxgrip was stuck inside of a 5f sheath. Manual pressure was applied and the patient tolerated the procedure well. There was no harm to the patient. The packaging but not the actual device is available for analysis.

Manufacturer narrative:
This device is not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional b5 narrative: the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device was used in an embolization procedure. The user was trained. An antegrade approach was used. The patient did not have any relevant medical history. A 5f non-cordis sheath was used in the procedure. The sheath was not kinked/bent upon removal. The event did not cause a condition that required hospitalization or significant prolongation of existing hospitalization. No additional information was available. A 5f mynxgrip was stuck inside of a 5f sheath. Manual pressure was applied and the patient tolerated the procedure well. There was no harm to the patient. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device was used in an embolization procedure. The user was trained. An antegrade approach was used. The patient did not have any relevant medical history. A 5f non-cordis sheath was used in the procedure. The sheath was not kinked/bent upon removal. The event did not cause a condition that required hospitalization or significant prolongation of existing hospitalization. No additional information was available. The product was not returned for analysis. A product history record (phr) review of lot f2134102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam - inside the advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.